Manufacturer narrative:
Batch review performed on 25 jun 2019: lot 1820386: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 18-nov-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon was not able to engage straightly the mectalif tipeek posterior cage . Thread of the cage seemed to be deformed. Backup implant was used for the alternative. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection perfromed by r&d project manager on july 17th 2019:the posterior cage, ref. 03.27.006, lot. 1820386, presents small scratches on the surface of the ti-coating and a deformation of the m4 thread in the connection area. The potential root cause of these two defects is the cross threading due to the not correct alignment of the cage with the related inserter and inner shaft.